Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho-tka case, while retracting the aquamantys device the surgeon reported to come to close to the patient's skin causing a burn near the incision line. The surgeon believes the cause was repositioning of the patient and not a device issue. There were no interventions needed and the severity of the burn is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.